Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units hybrid battery has deteriorated. There were no injuries or deaths reported.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields - b4, d9, e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields: g2. Additional information: e1 (event site postal code:(B)(4) ). Operator: (B)(4). Repair reporting officer: (B)(4). Location: cvt department,(B)(6) hospital a getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had reported that there is a symptom which is related to "battery not charging". Then the fse had further inspected the unit and it was being found that the battery is deteriorated and it is not holding the charge. After that the fse had done the further operations and corrections of this given unit and then the fse had said that they will offer a price for replacing the damaged original parts. Note: tools for measurement and correction - fluke brand multimeter model 325 and it had been entered in order to evaluate the price of repair work. Actually fse had completed the estimation only on breakdown. Fse had sent the quote to customer and fse had also closed this job. The po from the customer will be sent during the later time if a customer accept the quotation. The complaint will be closed and in the event new information was to become available, this record will be reopened and updated. A follow up MDR will be sent.